Manufacturer narrative:
This event occured due to human/system error on the part of the user. There would have been no malfunction if the user had followed the supplied instructions on cleaning and sterilizing the set. As previously stated: the hospital stated that they were not using the 3 mach irrigation system that is sold in conjunction with the set and is described in the IFU that comes with the set when shipped. The customer stated that they were told that the hospital's pressure cleaning system would be adequate however the manufacturer's representative states that he did not indicate this comparison. The hospital originally purchased the 3 mach irrigation system but returned the system. In an email chain sent from the hospital to the manufacturer's representative the following statement was made by a hospital representative, "this 3mach device requires a backflow preventer, etc. That was not originally purchased due to someone being told that this would be an (B)(6) project and would take too long, as the instruments were needed asap, and there was no time to purchase and install. We are now out of regulatory compliance for processing a specialty instrument set." It is jedmed's statement that the hospital was given all the necessary directions to make their own determination on the proper cleaning technique and failed to do so. (B)(4).

Event description:
The description of the event that occurred as it was reported to jedmed (spiggle & theis's us agent and distributor of the penetti instrument set): a patient was taken into surgery and the surgeon was unable to achieve suction with the penetti instrument set. The set was flushed in a separate area and biological matter appeared to be expelled from the set. The hospital stated that they were not using the 3 mach irrigation system that is sold in conjunction with the set and is described in the IFU that comes with the set when shipped. The customer stated that they were told that the hospital's pressure cleaning system would be adequate however the manufacturer's representative states that he did not indicate this comparison. The hospital originally purchased the 3 mach irrigation system but returned the system. Upon investigation of the claim, in an email chain sent from the hospital to the manufacturer's representative the following statement was made by a hospital representative, "this 3mach device requires a backflow preventer, etc. That was not originally purchased due to someone being told that this would be an (B)(6) project and would take too long, as the instruments were needed asap, and there was no time to purchase and install. We are now out of regulatory compliance for processing a specialty instrument set." What problem did the user have? User error- did not follow directions supplied by distributor. It is jedmed's statement that the hospital was given all the necessary directions to make their own determination on the proper cleaning technique and failed to do so. This 3500a form is in response to the end user filing (B)(4). It is jedmed's formal statement that when the directions for use and directions for proper processing and sterilization, which are supplied when the set is purchased, are followed correctly, the set is safe and effective.